Event description:
It was reported that during a cryo ablation procedure, the temperatures dropped faster than expected on all ablations. The console was rebooted and the issue remained. The auto connection box was replaced which did not resolve the issue. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. The data files were reviewed and temperature oscillations were observed. After the procedure, test ablations were performed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: the data files and the 2af284 balloon catheter with lot number 09613 were returned and analyzed. Two patient files were received and recorded on the reported date of the event. Patient file #1 showed 15 applications were performed using a catheter 2af284 with lot number 09613. For the patient file #1, console output data (pressure, preset pressure and flow) showed pressure was tracking preset pressure and flow readings as expected. However, the temp profile was unexpected during transition phase and the temperature reached -58 degrees celsius (°c) in less than thirty seconds) during applications two, three, eight, nine and fourteen. Additionally, the temp profile was unexpected during ablation four, five, ten and eleven. Patient file #2 showed two applications were performed using catheter 2af284 with lot number 09613. Patient file #2 showed nine applications were performed using catheter 2af284 with lot number 09613. For the patient file # 2, console output data (pressure, preset pressure and flow) showed pressure was tracking preset pressure and flow readings as expected. However, the temp profile was unexpected during transition phase and the temperature reached -51 degrees celsius (°c) in less than thirty seconds) during application one. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 17 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. Pressure and flow were in range and the temperature curve had no oscillations or overshoots. In conclusion, the reported issue of the temperature dropping faster than expected was confirmed through analysis. The balloon catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.